Event description:
It was reported that this left ventricular (lv) lead has exhibited high thresholds since implant. The threshold measurement has increased from 1.9v (volts) to 3.5v. The health care professional (hcp) has advised the lead will be revised. At this time, the lead remains in service. No adverse patient effects were reported. Received additional information this lv lead had a possible micro-dislodgment and was explanted and replaced with a non-boston scientific product. It was noted the physician used fluoroscopy during the procedure to reposition this lv lead but was unsuccessful due to the physician was not convinced the lead would stay. A new lead was placed successfully with no patient complications. The explanted lead was disposed of and will not return for analysis. Outside of the revision, no adverse patient effects were reported.